Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the duodenovideoscop had leakage at the 90-cm mark. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed. Also, the evaluation found the following: air/water leakage from the insertion section. Due to a pinhole on connecting tube, water tightness was lost. Due to damage on connecting tube, insulation resistance value did not meet the standard value. The objective lens was shaved. Due to annual inspection, parts must be replaced. The adhesive around objective lens had discoloration. There was corrosion around lest-arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.